Event description:
The reporter indicated that a 13.2mm vicm5_13.2 implantable collamer lens of -11.00 diopter was implanted into the patient's left eye (os) on (B)(6) 2019. On (B)(6) 2021 the lens was explanted due to low vault and lens opacity. A replacement lens of longer length was later implanted and the problem resolved. Cause was reported as patient-related factor.

Manufacturer narrative:
Age-race:unk. Claim #: (B)(4).

Manufacturer narrative:
Claim# (B)(4).